Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the devices is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the electrode end's insulation was torn, there was a white substance found on the exposed defibrillator coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), there was a cosmetic cut on the outer insulation, the outer insulation was breached cut, there was a white substance on the outer.

Event description:
It was reported that the ventricular lead was grossly dislodged and unable to be repositioned. The ventricular lead had an "abrupt step up" in lead impedance, to 1088 ohms. The patient complained of pain and dyspnea with mild to moderate exertion. It was also reported that the atrial lead was grossly dislodged and unable to be repositioned. The physician decided to explant and replace both leads. No patient complications have been reported as a result of this event.